Event description:
It was reported that a pump experienced a cartridge change error, and despite multiple attempts, the issue persisted. There was no adverse impact to the customer's blood glucose level. The customer tried using four different cartridges, including one from a different lot, but was still unable to load the cartridge successfully. Customer support informed the customer that using u-500 humulin insulin with the pump was off-label, and advised the pump would be replaced. The customer acknowledged the instructions to return the defective pump and understood a replacement with updated software would be sent, requiring them to program the new pump settings and connect their cgm to the replacement pump.